Manufacturer narrative:
Further information was requested but not received. UDI not available as product was manufactured on or before september 23, 2014

Event description:
It was reported that noise, oversensing, and inappropriate mode switching was observed on the right atrial (ra) lead. Lead provocation testing was performed and the noise and oversensing was reproduced. No additional intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.